Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Power loss, low battery and replace battery now alarms confirmed in the long trace history file due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was 157 mg/dl at the time of incident. The customer was advised how to perform troubleshooting. The customer was advised to monitor and call back if the alarm recurs. The insulin pump was returned for analysis.